Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing diabetic ketoacidosis. Blood glucose level not provided. Reportedly, the cause was unknown, however customer did not believe it was due to supplies. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.